Event description:
The report indicates that the initial 3 level posterior lumbar interbody fusion surgery occurred on (B)(6) 2013 in which 8 pedicle screws were placed bilaterally from l2 to l5. On (B)(6) 2014 it was reported that the pt was doing well then fell. The pt has pain and two fractured screw at the l5 pedicle. Pt's activity level is unk. Pt compliance with post surgical instructions is unk.

Manufacturer narrative:
(B)(4). Surgeon elects to continue to monitor. There was no pt injury reported with the complaint. Since there is no plan for revision surgery at this time, the screws remain in the pt, and no further eval of the product can be completed at this time. Pt activity at the time of the fall may have been a contributing factor to this event. Root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury".